Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that their internal battery was replaced. They are scheduled to replace the bad leads on (B)(6) 2017. The patient did not know the cause of the leads being bad and device not working. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial#: (B)(4), product type: lead. Product ID: 3778-60, serial#: (B)(4), product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t hey spoke with their orthopedic surgeon last night who wants a manufacture representative (rep) at their appointment next tuesday to run some diagnostics on the device. The orthopedic surgeon thinks some of the leads may be bad and they know one of the leads is bad because they discovered it when the battery was replaced in (B)(6). The device is not working properly which began around a month ago. The patient thought it was something with their back. The patient was redirected back to the orthopedic surgeon to have a rep paged. No further complications were reported/are anticipated.